Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge during the load sequence. Customer's blood glucose was 96 mg/dl. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.